Event description:
A cartridge alarm issue was reported, specifically cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump and advised the customer on using a new sensor and putting the old pump into storage mode. They also provided instructions for returning the problematic pump and ensured the customer understood the steps to take upon receiving the new pump.